Event description:
It was reported that a white powdery substance was found on the suction irrigator when opened.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.